Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous ((B)(6) 2011; (B)(6) 2007; (B)(6) 2009; (B)(6) 2011), eye operation, hysteroscopy, headache and gerd. Patient denied alcohol use and illicit drug use. Concurrent conditions included asthma, laryngopharyngeal reflux, throat clearing, perennial allergic rhinitis, sciatica, chronic lumbago, postnasal drip, migraine with aura, anxiety, depression, nonsmoker and cervical dysplasia. Family history included heart disease, unspecified (mother), diabetes (mother), hypertension (mother), copd (mother) and lung cancer (maternal grandmother-). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy) and surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage had resolved and the back pain and dyspareunia had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: device was successfully implanted, without complications. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Patient with history of chronic pelvic pain that started shortly after placement of her essure devices several years ago. Patient states the pain is debilitating at times. She is unable to get through her daily activities. Pain seems to be worsening over the last year. Chronic pain that has started since the placement of the essure devices, the pain is likely from those devices and need to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - in (B)(6) 2011: cervical intraepithelial neoplasia 2. Hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded. Smear cervix - in (B)(6) 2011: abnormal pap smear. On (B)(6) 2017 : pelvis ultrasound findings included 4 x 3.b cm. The endometrium thickness b.1 mm. Both ovaries are normal in echogenicity. The right ovary measures 3.1x 2.5 x 2.5 cm. The right ovary contains 3. Dominant 2 cm follicle. The left ovary measures 2.8 x 1.6 x 3 cm. Vascular tow is present to both ovaries. There is no free fluid in pelvis. Are bilateral adnexal varices. The visualized urinary bladder is normal. Uterus and ovaries are within normal limits. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous ((B)(6) 2011; (B)(6) 2007; (B)(6) 2009; (B)(6) 2011), eye operation, hysteroscopy, headache and gerd. Patient denied alcohol use and illicit drug use. Concurrent conditions included asthma, laryngopharyngeal reflux, throat clearing, perennial allergic rhinitis, sciatica, chronic lumbago, postnasal drip, migraine with aura, anxiety, depression, nonsmoker and cervical dysplasia. Family history included heart disease, unspecified (mother), diabetes (mother), hypertension (mother), copd (mother) and lung cancer (maternal grandmother-). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy) and surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, dysmenorrhoea, menstrual disorder, menorrhagia, migraine, vaginal discharge and vaginal haemorrhage had resolved and the back pain and dyspareunia had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: device was successfully implanted, without complications. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Patient with history of chronic pelvic pain that started shortly after placement of her essure devices several years ago. Patient states the pain is debilitating at times. She is unable to get through her daily activities. Pain seems to be worsening over the last year. Chronic pain that has started since the placement of the essure devices, the pain is likely from those devices and need to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - in (B)(6) 2011: cervical intraepithelial neoplasia 2 hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded smear cervix - in (B)(6) 2011: abnormal pap smear on (B)(6) 2017 : pelvis ultrasound findings included 4 x 3.b cm. The endometrium thickness b.1 mm. Both ovaries are normal in echogenicity. The right ovary measures 3.1x 2.5 x 2.5 cm. The right ovary contains 3. Dominant 2 cm follicle. The left ovary measures 2.8 x 1.6 x 3 cm. Vascular tow is present to both ovaries. There is no free fluid in pelvis. Are bilateral adnexal varices. The visualized urinary bladder is normal. Uterus and ovaries are within normal limits. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia and pelvic pain. Most recent follow-up information incorporated above includes: on 8-may-2018: plaintiff fact sheet, the event dyspareunia (painful sexual intercourse),pain during intercourse and back pain outcomes were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (batch no. 846836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous ((B)(6) 2011; (B)(6) 2007; (B)(6) 2009; (B)(6) 2011), eye operation, hysteroscopy, headache and gerd. Patient denied alcohol use and illicit drug use. Concurrent conditions included asthma, laryngopharyngeal reflux, throat clearing, perennial allergic rhinitis, sciatica, low back pain, postnasal drip, migraine with aura, anxiety, depression, nonsmoker and cervical dysplasia. Family history included heart disease, unspecified (mother), diabetes (mother), hypertension (mother), copd (mother) and lung cancer (maternal grandmother). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy) and surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved and the pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: device was successfully implanted, without complications. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Patient with history of chronic pelvic pain that started shortly after placement of her essure devices several years ago. Patient states the pain is debilitating at times. She is unable to get through her daily activities. Pain seems to be worsening over the last year. Chronic pain that has started since the placement of the essure devices, the pain is likely from those devices and need to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - in (B)(6) 2011: cervical intraepithelial neoplasia 2. Hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded. Smear cervix - in (B)(6) 2011: abnormal pap smear . On (B)(6) 2017 : pelvis ultrasound findings included 4 x 3.b cm. The endometrium thickness b.1 mm. Both ovaries are normal in echogenicity. The right ovary measures 3.1x 2.5 x 2.5 cm. The right ovary contains 3. Dominant 2 cm follicle. The left ovary measures 2.8 x 1.6 x 3 cm. Vascular tow is present to both ovaries. There is no free fluid in pelvis. Are bilateral adnexal varices. The visualized urinary bladder is normal. Uterus and ovaries are within normal limits. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, dyspareunia and pelvic pain. Most recent follow-up information incorporated above includes: on 16-feb-2018: medical records and plaintiff fact sheet received. Events added per pfs: abnormal bleeding (vaginal) and pain. Product lot number added, reporter information added, essure indication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: device was successfully implanted, without complications. Because of the requirement to undergo a partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.